Event description:
It was reported that, the surgeon inserted an aq2003v silicone three piece lens and the lens was torn during insertion. The lens was removed without any pt injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that a haptic and a piece of the optic was torn off. There was a clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.